Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The lens was returned and subjected to visual exam. Results revealed that the lens optic was torn in half with both haptics attached. The lens damage is consistent with lenses that have been removed from the eye. Root cause: according to the surgeon, the likely root cause of the reported event is that the operating room technician inserted the iol into the inserter upside down. (B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the ao60g lens into the left eye. During insertion, the lens was delivered into the eye upside down. Intervention was performed in order to enlarge the incision, remove and replace the lens with a second ao60g iol that was implanted successfully and the pt's prognosis is excellent.